Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, a patient experienced a strong and disturbing haze. The doctor examined the eye and determined the iol became hazy.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicating the patient experienced blurred vision. The front of the eye was noted as proper, but the iol appeared "murky". The blood vessels appeared discolored, but the circumference was normal. There was light epiretinal membrane noted.